Event description:
It was reported that a loose needle occurred during use with a bd safetyglide¿ needle . The following information was provided by the initial reporter, "needle came out of hub when activating safety".

Manufacturer narrative:
H.6. Investigation summary: one photo was received and evaluated. The photo depicted a loose unshielded 18g safetyglide needle on a tray. The safety shield was partially activated up the cannula, while the base of the cannula was observed to have been separated from the needle¿s hub. Potential root cause for the cannula separating from the hub defect is associated with the needle manufacturing process. The sample photo was forwarded to the needle manufacturing site for investigation. One (1) photo was provided by the customer for investigation. The photo shows a safety glide mechanism which has been activated. The needle has pulled out of the needle hub. A machine malfunction caused insufficient epoxy to be applied to the needle hub / cannula assembly which resulted in the cannula not being secured in the needle hub. Bd acknowledges that the sample in the photo provided by the customer has a needle which appears to have pulled out of the needle hub. The customer reported one (1) occurrence which would not exceed the acceptable quality level of ¿cannula removal force for the batch; therefore, no corrective or preventative actions are proposed in scope of this complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a loose needle occurred during use with a bd safetyglide¿ needle. The following information was provided by the initial reporter, "needle came out of hub when activating safety."